Event description:
Additional information received reported that the revision for the patient had not yet been scheduled. The next day it was reported that there was still no revision date scheduled and the patient was doing well as previously mentioned. Eight days later it was reported that the revision was scheduled for the day of the report. Two days later it was reported that this case was successfully revised and resolved. The patient was sick the day of the report but after putting boots on in the operating room (or) the patient stated that she no longer felt the shocking sensation. Prior to revision the impedances were all within normal range. Three days later it was reported that the patient had turned the stimulator on following the revision and reported the shocking sensation in her back had gone away. The revision appeared to have resolved the issue.

Event description:
It was reported that the patient felt a sensation ¿like a bee sting¿ at what appeared to be the lead and extension connection. The patient did not get stimulation in the expected location for occipital placement. This was noticed at implant but ¿they¿ wanted to give the system some time to see if the problem resolved or persisted. The patient was seen on the day of the report for a consult and all impedances looked good, in the 500 range. It was noted that the health care provider (hcp) did not use boots at the lead and extension connection for this patient. The next day, it was reported that the hcp recommended that a boot be placed around the connection. The patient agreed to the revision and was awaiting scheduling. About two and a half weeks later it was reported that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708240 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3986a45 lot# n340245, implanted: 2013 (B)(6), product type lead product ID 3986a45 lot# n377726, implanted: 2013 (B)(6), product type lead. (B)(4).